Manufacturer narrative:
Initial.

Event description:
It was reported that the user changed insulin cartridges twice per day and experienced episodes of hyperglycemia while using the ilet system, with the user attributing the events to stress and providing limited event details. Symptoms included elevated blood glucose levels that resolved with correction doses. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included complaint intake, user interviewing, and troubleshooting with education regarding use and event assessment. Investigation of this case revealed no device malfunction or component issue identified based on the absence of alarms and the user¿s report of successful correction, and the root cause remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.